Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy sigma litigation record received. Litigation record alleges pain,discomfort, instability, difficulty ambulating, caused by aseptic loosening of smartset ghv bone cement. Doi: (B)(6) 2014; dor: not reported; left knee.

Event description:
Medical records received and were reviewed: the depuy patellar component was retained during the left knee revision on (B)(6) 2018. Following the revision, the patient was noted to be experiencing the following adverse symptoms on various dates: pain, stiffness, and swelling. There is no evidence of a second revision nor invasive treatment to address the indicated symptoms involving the retained depuy patellar component and competitor products.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture joint instability and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a primary left knee operation with the implantation of depuy knee system with the use of two depuy cement products. On (B)(6) 2014, it was indicated that the patient experienced post-operative blood loss anemia. However, there was no allegation nor evidence of treatment to address anemia. The patient underwent multiple left knee aspirations to reduce fluid and pain during the timeframe of post-primary until the revision operation. On (B)(6) 2018, the patient underwent a left knee revision due to pain, discomfort, instability, swelling, difficulty walking, decreased range of motion, effusion, stiffness, and loosening of both the tibial tray and femoral component at an unknown interface. The tibial tray also migrated and was mispositioned. The surgeon noted mild tibial bone loss, as well as a femur bone defect that the surgeon filled with cerament void filler. Competitor products and cement (biomet) were implanted during the revision operation. The patella component was stable and retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthese for evaluation. The photo and x-ray investigation found nothing indicative of a device nonconformance or loosening. To confirm the allegation a series of chronological x-rays is needed, therefore the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Corrected: d2b (procode). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.